Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 45 stapler experienced non-intuitive motion, an investigation was completed to determine the cause of this reported event. The sureform 45 stapler was analyzed and failure analysis investigations was unable to replicate or confirm the reported issue. The sureform 45 stapler instrument was placed on an in-house system. The sureform 45 stapler passed engagement testing after it was installed on the in-house system with a cannula seal and an in-house drape installed. The sureform 45 stapler instrument passed initialization and passed the recognition tests multiple times. The sureform 45 stapler moved intuitively with full range of motion in all directions. The jaws opened and closed properly. No non-intuitive motion was observed. The sureform 45 stapler clamped, fired, and unclamped successfully. The sureform 45 stapler instrument was fired with a green reload. Based on log review, the instrument was found to have multiple engagement failures, error code 22020, roll hardstop failures. The engagement failures were not replicated during in-house testing. Additional observations not reported by site: the sureform 45 stapler instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated and friction was observed. Root cause of this failure is attributed to manufacturing. Although initial investigation determined most probable common root cause to be a component failure, after additional investigation/testing the most probable common cause is determined to be attributed to manufacturing. The roll bushing is found to be out of spec, likely causing the increased roll friction. The complaint was not confirmed based on failure analysis. The probable root cause of the sureform 45 stapler's non-intuitive motion cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis of the sureform 45 stapler found no issues related to the reported complaint. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. The probable root cause of roll hardstop engagement failures on the sureform stapler instrument can be attributed to roll axis friction. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 45 stapler instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 45 stapler experienced non-intuitive motion. A backup stapler was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a right hemicolectomy. The issue occurred while the surgeon was attempting to manipulate the sureform 45 stapler from the surgeon side console. The sureform 45 stapler moved in the opposite direction the surgeon was intending to move the instrument. There was no shakiness. There was no instrument to instrument or arm to arm interference. There were no external collisions. The issue was persistent. The clinical sales rep (csr) attempted troubleshooting for stapler engagement issues, but the issue persisted. Two staplers had this issue occur during the procedure. The issue was resolved with a third backup stapler. There was no harm or injury to the patient.